Manufacturer narrative:
Product event summary: manufacturer's analysis indicated that external pulse generator's (epg) display was out of specification electrically. It was also indicated that the lower case was broken. These parts were replaced and the programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for exchange and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.